Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when the customer is attempting to utilize the restore function it is not available, as designed, if the guardrail medication is initially programmed in anesthesia mode but it is available if it was not initially programmed in anesthesia mode (even if it was subsequently put into anesthesia mode and changes to the infusion made). Customer states this is creating confusion for the ICU clinicians and they do not know which profile the infusion was initially programmed. Customer reports there have been no patient events around this issue, customer was looking for clarification and education for their clinicians. Manufacturer representative provided education and clarification regarding anesthesia mode and using the restore feature.